Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving patient notification alert. Low pacing lead impedance was observed. When impedance was measured again, it was in acceptable range. Physician decided to monitor the lead.